Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the threshold of the left ventricular (lv) lead was not tested due to diaphragmatic stimulation. The lv pacing was turned off, while the lead was not removed. No patient complications have been reported as a result of this event.